Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pump was defective. ¿immediately" after the implant, the pump began to alarm indicating a problem. After being released from the hospital, company technicians went to the patient¿s home to ¿check¿ the device. The alarms continued on and off for approximately a month and then stopped. During subsequent refills, a discrepancy was noted between how much medicine was indicated in the reservoir compared to how much was actually found. Often, the readings indicated the medicine remained but when they tried to extract the remainder, nothing was found. In short, the medication was being dispensed too fast and depleted without warning. As a result, the patient experienced ¿significant¿ uncontrolled pain, drug withdrawals, fatigue, loss of appetite, and the use of rescue medications that were necessitated in efforts to control her pain and withdrawal symptoms. The product¿s problems continued into the (B)(6) of 2013. No alarms sounded, but the discrepancies remained between the dose actually received and the indicated drug levels; habitually the quantity of medicine in the pump was greater than what was really in it causing the medicine to finish before the expected time. Therefore, the patient was without medication which caused withdrawal symptoms. In (B)(6) 2013, the pump started jolting the patient with electric shocks. In (B)(6) 2014, the patient¿s pain management physician and company representatives agreed the pump had to be replaced. It took over two months for a replacement pump to be provided. As a result, the patient lost her surgery date causing further delay, more shocks, continued pain and illness. In (B)(6) 2014, the patient¿s pump was finally replaced after two years of implant, rather than the lifespan of 5-7 years. It was understood that the company took possession of it. The patient had transferred her cares to different facilities and reportedly had not been notified or otherwise informed of the recall. After the replacement surgery, the patient did research to report the problems she had experienced in getting the replacement pump. The patient was amazed to learn that the pump had been recalled before it was implanted. Should additional information be received a supplemental report will be filed.